Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump emitted an alarm and troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of an unspecified pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 06/13/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed that the first date in the black box was 07-19-2007, the pump was running on incorrect year for duration of use. The available data showed typical usage alarms; no unusual alarms were observed. The pump was exercised for 24 hours with no issues. The pump cover was removed and evidence of internal moisture was observed on the printed circuit board and internal components. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked.